Manufacturer narrative:
Device was not returned to manufacturing site for an evaluation. Device discarded by user.

Event description:
The mother of the patient called asking for the msds on the gloves that were used at their dental office. She reported this event after her child received a fluoride treatment. The child started to cough and vomit. She had an epi pen in her possession but did not use at the time of the incident. No additional medical treatment was sought. The child was doing well when the mother called. Allergies to latex have not been previously reported.